Event description:
It was reported that patient complications occurred. The in-stent restenosis target lesion was located in left anterior descending (lad) artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the opticross 6hd caused a flow limiting dissection, requiring the placement of a longer stent, which acutely thrombosed. The procedure was completed using another stent. The patient was stable and there were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. D2b: pro code: obj.